Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to verify if the customer's display returned on their insulin pump. Customer's blood glucose was 69 mg/dl. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. No damage found on the isolation tape. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.